Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. Customer was advised to removed battery and clean contacts. Customer was advised to clean battery caps with a cotton swap and alcohol wipe. Customer was advised after one minute insert a new aaa battery and again failed battery test. Customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test were normal. No unexpected low battery, off no power or failed battery test alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.